Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). The suspect device lot was provided on 02/24/2017. Further investigation of the customer issue included a review of the complaint text, in-house testing, batch record review, a search for similar complaints, and a review of labeling. Return material was not available. A sensitivity testing protocol was executed; testing met the acceptance criteria and determined the reagent is performing acceptably. Seroconversion panels were tested; all specifications were met inidicating the lot is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information a deficiency of the architect (B)(6) qualitative ii reagent list number (B)(4), lot 63271n00, was not identified.

Event description:
The customer observed a (B)(6) result for one patient while using the architect (B)(6) qualitative ii assay. The customer indicated that the patient is a known (B)(6) patient. The customer indicated a (B)(6) result of 0.19 s/co was generated on (B)(6) 2016. A second draw of the patient was tested using another lot on (B)(6) 2017 (documented in manufacture report number 3008344661-2017-00010) also generating a (B)(6) result. The specimen was retested by molecular viral load and generated a (B)(6) result. The customer indicated that the patients medication tenoflovir was delayed until their next appointment due to the (B)(6) result. No timeframe for the delay was provided. There is no information indicating when the delay occured or based on which result. The adverse event for the delay in treatment was documented in manufacture report number 3008344661-2017-00010, no information was provided whether the delay impacted the patient.